Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in two to three incidents, the threshold suspend feature did not function properly. The customer was sleeping when the sensor was 50 to 100 points lower than her blood glucose. The insulin pump stopped delivering insulin and she woke up with a blood glucose level above 400 mg/dl. The device was not returned.